Manufacturer narrative:
Updated section b4. Updated sections g3, g6. Updated sections h2, h6, type of investigation; investigation findings; investigation conclusions. H11: additional manufacturer narrative: the reported complaint is unable to be confirmed. Based on the information available, the most likely cause is procedural factors, likely secondary to anterior leaflet of the annulus was restricted or foreshortened as part of the implantation of the avc in the lvot. The (IFU) instructions for use have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through medical records received that after implant of a 23mm 11060a aortic valved conduit (avc), there was severe native mitral valve regurgitation. The native mitral valve was replaced with a 25mm mitris valve. The patient underwent a redo avr for endocarditis. A 23mm 11060a avc was implanted in replacement and the valve itself seated well. While weaning from bypass it became apparent the native mitral valve was severely regurgitant, likely secondary to anterior leaflet of the annulus was restricted or foreshortened as part of the implantation of the avc in the lvot. The decision was made to replace the mitral valve, transseptal approach was used but still difficulty visualizing the anterior leaflet. A 25mm mitris valve was implanted with pledgeted sutures and secured with cor-knots. Post cpb tee showed 23mm avc and the 25mm mitris valve well-seated with normal function and no pvl. While weaning from bypass there was extensive bleeding from the proximal end of the aortic root replacement suture line. Despite attempts to gain hemostasis, the hemorrhage was unsurvivable. The decision was made to stop further resuscitation and the patient expired in the or.